Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two (2) controllers ((B)(6)) were not returned for evaluation. Log file analysis revealed that (B)(6) was the patient¿s primary controller. Review of the event log file pertaining to (B)(6) revealed five (5) controller power ups with associated motor start events logged on (B)(6) 2021 at 11:08:33, 11:42:56, 12:16:40, 12:50:57, and 13:24:46, respectively. No anomalies were observed leading up to the losses of power. The controller was without power for 9 seconds, 8 seconds, 9 seconds, 8 seconds and a maximum time of 3 minutes & 10 seconds, respectively. Analysis of the alarm log file revealed six (6) controller fault alarms logged on (B)(6) 2021 within 11:06:58 and 13:58:08, respectively, indicating an issue with the internal battery. Log files also revealed that the controller was in use for more than two (2) years. Log file analysis pertaining to (B)(6)revealed three (3) controller power-up events were logged on (B)(6) 2021 at 11:47:23, 11:48:26 and 14:38:56, with one (1) associated motor start event logged at 14:39:00. Analysis of the event log file revealed that, prior to the first power up event, the controller last had power on (B)(6) 2021. Review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point was logged at 14:39:29 on (B)(6) 2021, indicating that the power up events occurred during a controller exchange. As a result, the reported controller fault alarm and loss of power events were confirmed, however, the reported, contr oller display error could not be confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarms involving (B)(6) may be attributed, but not limited to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. A possible root cause of the losses of power involving (B)(6) can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. The most likely root cause of the observed losses of power pertaining to (B)(6) can be attributed to troubleshooting and/or a controller exchange. A possible root cause of the reported controller display error can be attributed, but not limited to, a faulty component. Additional products: d4: serial #: (B)(6), h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller 2.0 model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2018 / serial #: (B)(4) UDI #: (B)(4) available for eval: no, evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 17-aug-2018 labeled for single use: no (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited controller fault alarms, unexpected losses of power and a display error. The controller was exchanged to another controller and it was noted that the second controller exhibited an unexpected loss of power. The second controller remains in use. No patient complications have been reported as a result of this event.